Event description:
This procedure was performed in (B)(6). After the physician deployed the protege everflex stent in an sfa stenosis, he tried to retrieve the deployment system, but it was stuck with the stent, which was fractured inside the vessel. Because of this, the physician had to use many guidewires, catheter, and a snare to remove the stent from the vessel.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.